Event description:
Customer alleged that they had the resident on the lift, lift lowered very quickly, the lift allegedly toppled over. Minor injury alleged.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model rpl450-1, serial number/date code (B)(4) is approximately 12 years old. The owner's manual part number 1078987 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The patient is a male (B)(6). The patient had preexisting surgery to the cranium. His stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device as stated by the dealer, the unit was not maintained within the last six months invacare spoke to the administrator at the facility. He stated that the incident occurred when 2 cnas were transferring the patient from the bed to the wheelchair. The patient was over the wheelchair and the cna pushed the lever to release the lift. The pump allegedly dropped the patient. The patient sustained injury to his forehead. The arm of the unit hit his face. The patient was taken to the ER. He sustained laceration on his forehead. There was no sign of fracture or aggravation of the previous surgery. The administrator confirmed that the patient was the only one that was injured. The unit is to be returned for an evaluation.